Event description:
Information received indicates the siderail is not latching consistently, due to a broken weld.

Manufacturer narrative:
A replacement siderail was sent to the facility to repair the bed.